Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no unexpected power loss alarm, off no power alert, low battery alert and unexpected battery out limit alarm noted. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had off no power alarm, low battery alert, and battery out limit alarm. They had been getting battery issues. They had to replace the batteries more often than usual. They did receive a low battery alert prior to the off no power alarm. It was less than 24 hours from the low battery alert to the off no power alarm. The battery cap was not loose, cracked, or damaged. It was the second occurrence of an off no power in less than 24 hours after a low battery warning. They did not troubleshoot for the battery out limit alarm. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.